Manufacturer narrative:
Evaluation: results: the high impedance observed in the field was confirmed. As received, the lead had a kink where some of the internal wires were broken approximately 19cm from the tip of the stim end. Conductivity testing showed that 5 of 8 channels were electrically open. This would have caused the invalid impedance observed in the field and could have contributed to the patient¿s loss of stimulation. There was also a cam impression from the swift-lock anchor on the outer tubing near the fracture. As the invalid impedances were observed prior to the revision, the fracture is consistent with overstress the lead was subjected to near the distal end of the swift-lock anchor while it was in vivo. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced a fall and lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. Reprogramming did not provide resolution. In turn, the patient underwent surgical intervention to explant and replace the lead and anchor which resolved the issue. The date the patient lost stimulation is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.